Manufacturer narrative:
Received 1 set of 4 used arcticgel medium pads only. Initial visual evaluation noted no obvious defects. Per further visual evaluation the pads were reviewed and noted evidence of being used, the pads were found to have the trim pattern correctly performed, the energy connectors were found free of damages and presented a good connection. No manufacturing issues related were noted during the evaluation. During functional testing the pads were submitted to the flow rate test under test method (B)(4) with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowing to the pads without any problems. Left chest pad: a total of 6.20 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 2.38 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. Right chest pad: a total of 4.93 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.77 l/min m2 of flow rate were registered during the test. According the test method, the flow rate is unacceptable on the left thigh pad due to the pad being noted as crushed, the others pads were found acceptable, the flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no stable flow was possible. The pads were exchanged, and therapy continued without further problems.